Event description:
It was reported that pump touch screen was intermittent unresponsive. Reportedly, the pump was frozen on the lock screen. At the first occurrence, the customer was able to clear the screen and resume insulin. However, at the second occurrence, the customer was unable to clear the screen. Customer's blood glucose was 89-101 mg/dl. Customer confirmed that an alternate method of insulin delivery was available.